Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 4 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the reported event could not be identified. However, e104 is an error code that indicates an error in the fog protection function. Factors contributing to this include device failure or temporary poor communication with the endoscope. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿the video jacket should be connected to the video system center in a well-dried state, including electrical contacts. Also, check that there are no abnormalities in the electrical contact points (contamination of chemical liquid residue, water acupuncture, sebum, dust, gauze bubbles, etc.) Before connecting them.¿ ¿using the product with wet electrical contacts or with foreign matter attached may cause the product to malfunction or malfunction.¿ this supplemental report includes a correction to h4. Also, information added to d8. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, that the visera elite ii video system center and endoeye flex deflectable videoscope displayed an error code during an unknown therapeutic procedure. The procedure was delayed for about 30 minutes while the patient was under anesthesia. The procedure was completed using the same device. There was no harm or user injury reported due to the event. Case with patient identifier (B)(6) reports the endoeye flex deflectable videoscope used in the procedure. Case with patient identifier (B)(6) reports the visera elite ii video system center used in the procedure.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.